Event description:
The customer reported that the right steering handle was hard to steer. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable at this time.